Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
Clinic notes were received indicating that the vns patient had 21 complex partial seizures and two generalized tonic clonic seizures in (B)(6) 2013. The patient¿s device settings were not increased as the patient experienced side effects from vns at high settings. The neurologist planned to increase the patient¿s medications. It is noted that the patient¿s seizures would worsen as he built tolerance to his medications. Follow-up revealed that diagnostic results at the time showed normal device function. The patient¿s seizures were above pre-vns baseline levels, but not all of the patient¿s seizures types increased. No changes occurred to the patient¿s medications or device settings which may have caused or contributed to the event.